Manufacturer narrative:
Follow-up #1 date of submission 08/04/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the pump black box data showed evidence of call service (078) alarms. The pump successfully passed the rewind, load, and prime steps during testing. The pump was exercised for 24 hours with no alarms. The pump cover was opened and moisture corrosion was found near the motor flex connector. The complaint was not duplicated during testing. Unrelated to the complaint, a crack in the u-groove was observed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.